Event description:
During colonoscopy and polypp removal, endo-loop used. When endo-loop released, it failed to release and stuck onto mucosa resulting in outer sheath being left behind. Colonscope left in and egd scope was placed through rectum along side colonscope. Olympus consulted during this problem. Sheath taped to buttocks. Pt to pacu and returned to or an hour later to retrieve retained part of endoloop.